Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk and limbs). On (B)(6) 2017, the patient reported that she ¿feels like she has a large mass at the tip of the catheter that is getting bigger and causing pain¿. This occurred in 2017. The patient¿s primary care physician had ordered a CT scan. Per the patient, ¿the mass is putting pressure on her spine and causing new pain¿. The mass was hard. She was told by her pump managing doctor that maybe it was a calcium deposit. No further complications have been reported as a result of this event.